Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not detect the cartridge properly. Additionally, the battery was observed to be depleting rapidly. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.